Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm vticm5_12.1, -8.00/+2.5/004, implantable collamer lens tore/broke during injection/delivery into the eye. It was reported that there was patient contact with no patient injury. On (B)(6) 2022 a replacement lens was implanted and the problem resolved. Cause of event was unknown.